Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they received medical treatment as a result of the site issue. The customer's blood glucose value was 7.2 mmol/l. The customer reported blood at site. Customer stated that blood was visible on the sensor connector. The sensor will not be returned for analysis.